Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. Reportedly, the battery compartment was cracked and the battery cap's yellow o-ring was visible at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/3/2015 with the following findings: a review of the black box indicated multiple unexplained reboots had occurred. The battery cap contacts were within specifications and there was no damage found to the battery cap. The battery compartment was cracked in two places. There was no evidence of moisture found in the battery compartment. The battery cap was able to secure to the pump and maintained an electrical connection. The battery cap was unscrewed a half turn with no power loss occurring. The pump powered on normally and was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint of a power issue could not be duplicated on investigation. (B)(4).